Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. The coil was returned inside a cook catheter. Visual inspection of the device revealed that the distal end of the coil was protruding from the tip of the catheter. The coil was covered in dried blood. The proximal end of the coil was protruding from the proximal end/hub of the catheter. The coil was removed from the catheter. The proximal end of the coil was severely stretched and kinked. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. Microscopic inspection revealed that the zap tip shape and surface was smooth. The coil dimensions that could be measured were found to be in specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system. (B)(4).

Event description:
Reportable based on device analysis completed on 12 nov 2015. It was reported that the coil was unable to advance inside the catheter. Vascular access was obtained via left groin. A 10mm x 20cm interlock -35 was selected to for a left hypogastric embolization. During the procedure, a non bsc 5fr diagnostic catheter was placed into the left hypogastric. Three coils were deployed successfully. The fourth 12x40 interlock -35 tracked well and was deployed correctly through the diagnostic catheter until about 1 cm remaining and would not advance any further. They removed the coil and tried the same thing with the 10x20 interlock -35, however, the same issue occurred. They removed the coil, tried an 8x20 and the same issue happened. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that distal end of the coil was protruding from the tip of the catheter and interlocking arm of the coil had been pulled off and had not been returned.